Event description:
The ventilator made a high-pitched screeching noise after operating in its normal state. All of the lights started flashing. And then, the machine shut down. Please note that there is no injury or death occurred.